Event description:
Customer reported that the insulin pump is malfunctioning. Customer stated that the insulin pump is no delivering the correct amount of insulin that she had programmed. Customer stated that she programmed 15 units and the insulin pump stops at 4.5 units and there is no alarm. Customer also stated that her insulin pump is crack. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.